Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient lost some weight and it caused some pain and leaks. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the patient had decreased efficacy. Their frequency and urgency remained at 50% improved but their leaking had increased. There were no external factors related to the issue. Diagnostics and troubleshooting included an impedance and battery check which were performed in the office. As an action to resolve the issue, the physician performed surgical intervention noted as a stage 1 procedure on the patient on (B)(6) 2017. The issue was not resolved at the time of report. There were no further complications reported or anticipated.